Event description:
Prior to case, adu failed system checkout. Hospital staff reportedly unhooked the drive gas hose from the absorber and connected the hose to the fresh gas outlet to perform a leak check. Once the leak check was completed, hospital staff reportedly did not reattach drive gas hose to absorber and started case. Patient reportedly had a cardiac arrest. Patient was resuscitated. Patient had another cardiac arrest two days later and died. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.